Event description:
It was reported that the brake on the 8800 system was sticking and the wheel cover is cracked. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The brake and wheel cover were replaced during the service call. The system was tested and found to be working as intended and put back into service.